Event description:
Customer reported that during a plasma collection procedure an overharvest issue occurred. The target volume was noticed to be 750 ml, but pure plasma volume was noted to be 800 ml and actual volume was noted as 895 ml. It was determined that the donor information scanned was for a person 201lbs with a hematocrit of 43%, not 166lbs. Per customer donor is actively donating with no adverse events noted. Donor unit ID: (B)(6) the collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11 investigation: lot number, manufacture and expiry date are not available at this time. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed the ac infusion rate was 0.1524 ml/min/l which is below the 1.0 ml/min/l limit for rika. No further reporting will be provided as this does not represent a reportable event.

Event description:
Customer reported that during a plasma collection procedure an overharvest issue occurred. The target volume was noticed to be 750 ml, but pure plasma volume was noted to be 800 ml and actual volume was noted as 895 ml. It was determined that the donor information scanned was for a person 201 lbs with a hematocrit of 43 %, not 166 lbs. Per customer donor is actively donating with no adverse events noted. Donor unit ID: (B)(6) the collection set is not available for return because it was discarded by the customer.